Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was ¿not working,¿ with sustained hyperglycemia beginning the prior day; the user performed a full supply change and restart with caregiver support, and glucose levels subsequently returned to target. Symptoms included elevated blood glucose up to 400 mg/dl with prolonged hyperglycemia. Outcomes included user-initiated backup therapy and alerts for severe hyperglycemia without need for medical intervention. Investigation included call-based troubleshooting, review of uploaded report data, and user inspection of the infusion site, tubing, connector, and cartridge. Investigation of this case revealed no observable issues with the infusion set or pump components, and glucose stabilized after supply change and meal announcement; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.